Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are still having accidents since they got the device and it has never been helpful for them. Patient stated they misplaced their programmer and the managing doctor's office told patient to call medtronic to get it reprogrammed. Emailed field staff regarding request. Additional information was received from the patient on 2025-jul-28. The patient called back in to follow up on their request for a company rep to call them regarding setting an appointment with their hcp. Patient confirmed that they also needed assistance with their missing programmer. Agent sent an email to the field for visibility and transferred the patient to sunmed. Additional information was received from the patient on 2025-sep-29. They reported that they had CT scans and a whole bunch of tests on the system and "it ain't working right". The caller noted that they had it reprogrammed and it "shocked the tar out of me". The caller thought they were going to replace the implant, but the physician's assistant at their doctor's office is telling them to call the company. Agent reviewed company role. The caller noted that they have tried all 7 programs with no relief. Email sent to company rep. Additional information was received from a manufacturer representative (rep) on 2025-sep-29. The rep reported that they spoke with the patient this evening and noted that patient has impedance on their leads and has had x-rays taken. The rep indicated the patient will call in the morning to discuss options with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.